Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, per day, route, duration and frequency were not reported), fortum injection (1gm, per day, route, duration and frequency were not reported) and heparin injection (1/2 ml, per bag, intraperitoneal, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2,b5,b6,b7 and d10. B5: upon follow up, it was reported that the patient was hospitalized one day after the onset of event and was discharged nineteen days later. At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.